Event description:
It was reported that the 9900 system frequently had resetting issues with the circuit breaker cb2 located on the rear of the workstation. The system is also shutting dowing down in the middle of the case. This may be due to one of the breakers possibly popping. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to reproduce the problem. The system operates as intended.